Manufacturer narrative:
Sample information was not provided prior to the event, the ise had been disabled. The customer re-enabled the ise system and ran qc. Co2 qc was high. The customer recalibrated the ise and ran qc, and the results were within lab-established ranges. Qc was re-run and recovered high. A bci field service engineer (fse) replaced the co2 electrode and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the instrument unicel dxc 800 pro synchron chemistry analyzer generated 82 erroneous high co2 results. The results were reported out of the laboratory. When qc recovered high, 91 patient samples were repeated on an alternate unit and 17 of the results were amended. Patient treatment was not impacted by this event.